Event description:
Put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even through her clothes, she did blister [burns second degree] , states the skin came right off, she now has new skin and it is closed [skin exfoliation] , heatwrap extremely hot [device issue] , she applied it at 6:00 pm in the evening and removed it the next morning [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified age (over 60 years old) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n29044, expiration date dec2018, from an unspecified date to an unspecified date at an unknown frequency for back pain. The patient medical history was not reported. The patient's concomitant medications were not reported. Past product history included thermacare heatwrap (thermacare lower back & hip) and she experienced a burn blister in (B)(6) 2017. It was reported she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even through her clothes, she did blister on (B)(6) 2017. She applied it at 6:00 pm in the evening and removed it the next morning on an unspecified date. She treated the blisters with 1% hydrocortisone cream and bandaged it. She stated the skin came right off on an unspecified date, she now had new skin and it was closed. The action taken with thermacare heatwrap in response to the events was unknown. A sample of the product was not available for return. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the report of burns second degree, heatwrap was extremely hot; skin came right off and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the report of burns second degree, heatwrap was extremely hot; skin came right off and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even through her clothes, she did blister [burns second degree]. The skin came right off, she now has new skin and it is closed [skin exfoliation], heatwrap extremely hot [device issue]. She applied it at 6:00pm in the evening and removed it the next morning [device use error] . Case narrative: this is a spontaneous report from a contactable consumer. A caucasian female patient of an unspecified age (over 60 years old) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n29044, expiration date dec2018, from an unspecified date to an unspecified date at an unknown frequency for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwrap (thermacare lower back & hip) for back pain and she experienced a burn blister in (B)(6) 2017, resolved 4 to 5 days later. It was reported she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even through her clothes, she did blister on (B)(6) 2017. She applied it at 6:00pm in the evening and removed it the next morning on an unspecified date. She treated the blisters with 1% hydrocortisone cream and bandaged it. She stated the skin came right off on an unspecified date, she now had new skin and it was closed. The action taken with thermacare heatwrap in response to the events was unknown. A sample of the product was not available for return. The outcome of the event "she did blister" was resolved in (B)(6) 2017. For "the skin came right off, she now has new skin and it is closed" was resolved on unknown date and for "she applied it at 6:00pm in the evening and removed it the next morning" was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21apr2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the report of burns second degree, heatwrap was extremely hot; skin came right off and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The complaint investigation was reopened to include the results of the returned consumer sample evaluation. The returned sample did not provide any additional information that would assist in determining a root cause of the wrap becoming too hot. The conclusion and the origin of the complaint did not change as a result of the evaluation.

Event description:
Event verbatim [preferred term] put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even through her clothes, she did blister [burns second degree], the skin came right off, she now has new skin and it is closed [skin exfoliation] , heatwrap extremely hot [device issue], she applied it at 6:00pm in the evening and removed it the next morning [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A caucasian female patient of an unspecified age (over 60 years old) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number n29044, expiration date dec 2018) from an unspecified date to an unspecified date at an unknown frequency for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwrap (thermacare lower back & hip) for back pain and she experienced a burn blister in (B)(6) 2017, resolved 4 to 5 days later. It was reported she has had one heatwrap that did not heat up very much at all and was luke warm and then she had two that have ended up being extremely hot and she had to put multiple layers between her and the heat-wraps so it wouldn't burn her. However, even though her clothes, she did blister on (B)(6) 2017. She applied it at 6:00pm in the evening and removed it the next morning on an unspecified date. She treated the blisters with 1% hydrocortisone cream and bandaged it. She stated the skin came right off on an unspecified date, she now had new skin and it was closed. The action taken with thermacare heatwrap in response to the events was unknown. A sample of the product was not available for return. The outcome of the event she did blister was resolved in (B)(6) 2017 for "the skin came right off, she now has new skin and it is closed" was resolved on unknown date and for "she applied it at 6:00pm in the evening and removed it the next morning" was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The complaint investigation was reopened to include the results of the returned consumer sample evaluation. The returned sample did not provide any additional information that would assist in determining a root cause of the wrap becoming too hot. The conclusion and the origin of the complaint did not change as a result of the evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (21apr2017): new information received from product quality complaint group includes investigation results. Follow-up (25may2017) : follow-up attempts are completed. No further information is expected. Follow-up (28jul2017): new information received from product quality complaint (pqc) group included: updated qa results to include returned sample results. In events tab, event 'wrong technique in device usage process' was recoded to 'device use error'. Company clinical evaluation comment: based on the information provided, the report of burns second degree, heatwrap was extremely hot; skin came right off and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the report of burns second degree, heatwrap was extremely hot; skin came right off and device use error as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.